Manufacturer narrative:
Pump passed all functional testing including the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. Detailed trace analysis shows that pump alarmed low battery and then power error 25 alarm was triggered when backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance at j6/pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb1, the pump was monitored and functioned properly. Pump received with operating currents within specification. No unexpected replace battery now alarms noted. Pump received with scratched case, keypad overlay texture damage, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received "replace battery now" alerts 4 times even after battery change and battery cap dried. Customer's blood glucose was unknown. Insulin pump would be replaced.